Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Examination of the lead found the helix retracted and clogged with bodily fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was due to dried bodily fluids in the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead was difficult to extend when tested prior to being introduced into the patient's body. The rv lead was attempted to be implanted but the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.